Event description:
The user facility reported that the user experienced difficulty using the snares during an unspecified procedure. The user reportedly removed the first snare and the second snare did not pass. The user then noted that there was a problem with the distal end, and reported that a sharp piece of metal was observed to be protruding at the end of the colonoscope.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report, and was informed that the procedure being performed at the time of the event was a therapeutic colonoscopy. The user facility personnel reportedly inspected the colonoscope prior to use and stated the device was in good condition. However, the user facility reportedly experienced difficulty passing two non-olympus snares during the procedure. The procedure was said to have been completed using a different colonoscope and a non-olympus clip. There was no pt injury reported. The colonoscope referenced in this report was returned to olympus for eval. The eval revealed that the distal end cover, light guide lens, and bending section cover glue were cracked. The distal end cover was heavily damaged, the surface was rough, and a sharp piece of plastic was protruding from the distal end of the endoscope near the lens. The instrument channel was examined and no obstruction was found or tear marks. There was play on the control knobs due to stretched angle wires. The variable stiffness was not working properly due to a stretched coil wire. The cause of the findings appear to be physical damage due to mishandling. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.